Event description:
The physician attempted to use an endeavor resolute stent in a severely calcified lesion. It was reported that there was a fold on the stent. No clinical sequelae were reported. Please note: endeavor resolute (B)(4) is not approved for commercialization in the us, however is similar to us approved product (B)(4).

Event description:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers. The hypotube had detached 92.8cm distal to the strain relief.

Manufacturer narrative:
Results: incorrect technique/procedure (incorrect handling of device after removal from hoop). Conclusions: device failure related to user handling (incorrect handling of device after removal from hoop). (B)(4).

Manufacturer narrative:
(B)(4) - inherent risk of procedure (stent deformation and failure to deliver the stent in potential adverse events). Patient's condition affected effectiveness of device (severe lesion calcification). Evaluation., conclusion: device failure/lack of effectiveness related to patient condition (severe lesion calcification).